Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Pocket manipulation and isometric testing was done with normal results. Hence, the out of range measurement was not suspected to be a lead issue and the physician finally decided to continue monitoring the patient through the remote monitoring system. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.